Manufacturer narrative:
Literature citation: rigoard p, billot m, ingrand p, et al. How should we use multicolumn spinal cord stimulation to optimize back pain spatial neural targeting? A prospective, multicenter, randomized, double-blind, controlled trial (estimet study). Neuromodulation. 2020. 10.1111/ner.13251. Patient age: this value is the average age of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: the authors sought to compare multicolumn vs. Monocolumn programming on clinical outcomes of refractory postoperative chronic back pain (bp) patients implanted with spinal cord stimulation (scs) using multicolumn surgical lead. The authors concluded that their study confirmed the significant benefit experienced on chronic bp by patients implanted with multicolumn scs, independently from multicolumn lead programming. Those good clinical outcomes might result from the specific architecture of the multicolumn lead, giving the opportunity to select initially the best column on a multicolumn grid and to optimize neural targeting with low-energy requirements. However, involving more columns than one did not appear necessary, once initial spatial targeting of the ¿sweet spot¿ has been achieved. Their findings suggest that this spatial concept could also be transposed to cylindrical leads, which have drastically improved their capability to shape the electrical field and might be combined with temporal resolution using scs new m odalities. Reported events: 1. 6 patients experienced device-related infection that required lead explantation. (Pli 10) 2. 5 patients experienced device-related infection. (Pli 20) 3. 1 patient experienced early postoperative epidural hematoma and was surgically decompressed; they were explanted 72 hours after lead implantation for the trialing period. (Pli 30) 4. 1 patient experienced an epidural hematoma that required emergency reoperation but did not require lead explant. (Pli 40) 5. 1 patient experienced device-related allodynia and had the device explanted. (Pli 50) 6. 1 patient experienced transient ischemic attack. (Pli 60) no further complications were reported or anticipated.